Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed error code b30 (scope communication error) was displayed due to rusty pins in the video connector caused by insertion of the connector when it was wet. In addition, the power switch was cracked on the lower side. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, prior to an unspecified procedure, error code e30 was displayed on the subject device. An olympus field service engineer visited the facility and verified error code b30 (not e30) was being displayed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the pins in the video socket were found rusty due to insertions of wet connector inside the video socket. This can lead to an error b30. The power switch was also found broken but still work properly. A b30 error is an error that occurs when communication between scope-light source-processor is poor. Mishandling was cited as a probable cause. Olympus will continue to monitor field performance for this device.